Manufacturer narrative:
H3: 4 used products and one picture was received for evaluation. Visual inspection found no damage and anomalies. Functional testing where the fluid warmer was installed onto a level 1 fluid warmer (model h-1000). The heat exchanger assembly was successfully installed and no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed as per IFU using an ICU medical provided IV bag. A leak was observed at the tubing bond upstream of the 3-y connector. A slight channel was observed within the bond. The customer issue was confirmed. The probable cause was due to a solvent application error during manufacturing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that leakage occurred at the bottom of the spike. Reporter stated the event took place at the hospital during pre-testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.